Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. However, pump error alarm during self test and confirmed in the pump history due cold solder joint on keypad assembly. Unable to verify pump error alarm due to hardware low level failure alarm during rewind noted.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. Displacement test and self-test was passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.